Event description:
My (B)(6) son was brushing his teeth with a (B)(6) toothbrush model # hx6340 when the head broke in half and he punctured his palate. He was able to spit the loose half out and did not swallow it or choke on it. FDA safety report ID# (B)(4).